Event description:
Customer reported the system wouldn't save to the har drive, then locked up, then shut down and will not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.